Event description:
It was reported that the user experienced elevated blood glucose levels overnight after recent replacement of pump supplies and cgm sensor, with troubleshooting confirming insulin delivery steps completed without visible issues, the infusion site appearing dry and intact, tubing connected properly, and drops observed during fill tubing, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting, including advice to confirm glucose with a fingerstick and to change the infusion site. Investigation included technical review through guided troubleshooting and verification of delivery pathway integrity in the field. Investigation of this case revealed no device malfunction detected and no alert conditions, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.